Event description:
The nurse called the respiratory therapist (rrt) and stated that the patient's ventilator was beeping and that alarms were going off. Nurse explained that the vent was making a funny clicking noise. The patient's oxygen saturation level was decreasing. The nurse was bagging the patient when the rrt arrived to the room. The rrt tried to do a extended self test, but it stated flow sensor failure. The rrt changed the "y" adaptor and it still failed. The rrt checked and reconnected outlets--both gas and electric with no change. The rrt removed the vent (and docking station) from service and placed the original "y" back on. Biomedical engineering inspected the unit and found that the vent was not the issue. The docking station was not providing power to the vent or secondary monitor. There were no vent error log. The docking station was sent to the manufacturer for repair.